Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subcutaneous lead patch that was plugged into the right ventricular (rv) superior vena cava (svc) coil port had low impedance. The lead remains in use. No patient complications have been reported as a result of this event.